Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the telemetry device has no audio. No adverse patient impact reported.

Event description:
The customer reported that the telemetry device has no audio. There was no report of patient injury or harm.